Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic and discrepancy between rv auto capture threshold test and manual capture threshold test was observed. It was also noted that the patient was lv pacing only due to autocapture programming the pacing output value low. The device was reprogrammed. The patient was doing well after the event.